Manufacturer narrative:
The device was not returned for analysis. The initial reporter has indicated that this complaint was submitted in error, and the reported event did not occur.

Event description:
The manufacturer representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.